Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. A review of the labeling found that it contained language regarding the reported event: "potential complications include but are not limited to: aneurysm perforation/rupture, coil herniation through stent into parent vessel, death, embolus, hemorrhage, in-stent stenosis, infection, ischemia." The label review also noted that the device was not used within the indications for use: "neuroform ez is authorized for use with embolic coils for treatment of wide neck, intracranial saccular aneurysms arising from a parent vessel with a diameter of greater than or equal to 2mm and less than or equal to 4.5mm that are not amenable to treatment with surgical clipping. Wide neck aneurysms are defined as having a neck greater than or equal to 4mm or a dome to neck ration of less than 2." The device was used in an emergent situation for the treatment of ischemic stroke; the effectiveness of the device for this use has not been demonstrated. Although stroke and death are anticipated complications associated with the use of the device, the fact that the device was used off-label may have contributed to the reported event.

Event description:
The patient was transferred from another facility to receive treatment for a dissected vertebral artery and thrombosis in the basilar artery that had resulted in ischemic injuries in the cerebellum and brainstem. Two stents were uneventfully placed to treat the left vertebral dissection. Imaging taken post procedure showed extensive infarction involving the cerebellar and pons. After consultation with the family, the patient was placed on supportive care due to the poor prognosis. Imaging taken two days post procedure showed evidence of evolving strokes and evolving obstructive hydrocephalus. The patients' condition did not improve and examination four days post procedure became consistent with brainstem death. The family decided to withdraw care and the patient died four days post procedure.

Event description:
The patient was transferred from another facility to receive treatment for a dissected vertebral artery and thrombosis in the basilar artery that had resulted in ischemic injuries in the cerebellum and brainstem. Two stents were uneventfully placed to treat the left vertebral dissection. Imaging taken post procedure showed extensive infarction involving the cerebellar and pons. After consultation with the family, the patient was placed on supportive care due to the poor prognosis. Imaging taken two days post procedure showed evidence of evolving strokes and evolving obstructive hydrocephalus. The patient's condition did not improve and examination four days post procedure became consistent with brainstem death. The family decided to withdraw care and the patient died four days post procedure.